Event description:
A patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified that the shaft was deflected with the piston down. The finding was identified on 14-dec-2021. It was initially reported by the customer that during the af operation, the catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. There was no adverse event reported on patient. The initial inability to deflect is not MDR-reportable. However, the stuck deflection confirmed by the product analysis lab is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that the shaft was deflected with the piston down. A deflection test was performed and observed that the tip was not deflected properly. For this condition a meeting was performed with the manufacturing team to find the root cause, the investigation determined that the defect and damage on the shaft occurred after its manufacturing process since the catheter pass the final deflection test where it is not manipulated. The investigation conducted concluded that no assignable cause could be determined for the reported failure. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).